Event description:
It was reported that patient had an infection behind the implantable pulse generator (ipg) site. It was also noted that patient had a bloody drainage coming from the incision site where the wires were located. The patient was sent to the emergency room (ER) and was admitted to the hospital. The physician believed that the infection was device related. The patient underwent an explant procedure and was given intravenous (IV) antibiotics. The patient was doing well postoperatively. The explanted ipg and leads were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7109210/7109355.